Event description:
It was reported that the customer received a case with all units unsealed with black numbers written on the outside of packaging. There was supposed to be only 10 in the case but the customer states 12 are in the case.

Manufacturer narrative:
Another follow up call was made to the customer on (B)(6) 2011, left a voicemail message regarding product return. A device history record review was complete and documented that the device met all specifications upon distribution.

Manufacturer narrative:
Repeated attempts have been made to retrieve the product associated with this complaint event. However, at the time of this report, the samples have not yet been received for evaluation. An investigation into this lot has confirmed that these units were inspected at the warehouse as part of a sampling activity conducted in (B)(4) 2010 by edwards lifesciences personnel. The units had been returned to the edwards manufacturing facility for further testing and disposal; however, a breakdown in the process led to release of the affected units into the field. As a result, the 22 units sampled from this lot of product were sent to two customers, both of whom filed complaint reports in (B)(4) 2011. Twenty-two separate mdrs will be filed to account for each unit. As received, the individual units are defaced with black marker and the packaging for each unit is blatantly open. In addition, labeling on each unit states: "contents sterile and fluid path nonpyrogenic if package is undamaged or unopened. Do not use if package is opened or damaged". As a result, it would be clear to any medical practitioner that the products are not acceptable for use. The complaint was confirmed to be related to an internal process failure. An in-depth investigation was conducted to determine the cause of the process failure and corrective actions are being implemented to prevent recurrence of this type of complaint. Our last communication with the customer on (B)(6) 2011, indicates that the product will be returned. If any additional information becomes available after their return and evaluation, a supplemental MDR will be filed. The device history record is pending review a supplemental medwatch will be submitted upon completion.